Manufacturer narrative:
(B)(4). The opt844 interface is used to deliver humidified oxygen to patients. The opt844 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The opt844 nasal cannula was not received for evaluation and has likely been discarded by the hospital. Further information was sought but the information received did not provide a clear picture of what actually happened. From the information provided it appears likely that the rt203 breathing circuit had become detached from the opt844 nasal cannula. Both the rt203 breathing circuit and the opt844 cannula comply with iso 5356-1 for conical connectors and are therefore compatible. Without any further information or a device to evaluate we cannot conclusively determine what may have caused the reported issue. Our user instructions that accompany the product illustrate the procedure for fitting the optiflow nasal cannula to a patient.

Event description:
A hospital in (B)(6) reported that the rt203 breathing circuit had detached from an opt844 nasal cannula. They stated that the patient desaturated but was able to call a nurse for assistance. There was no further patient consequence.